Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The stent is missing and did not return for analysis. There are visible crimp marks on the balloon. Inspection of the remainder of the device presented no damage or irregularities. Product analysis confirmed the stent is no longer on the balloon.

Event description:
It was reported that stent dislodgement occurred requiring a surgical intervention. The 70% stenosed target lesion was located in non-tortuous and mildly calcified left external iliac artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, the stent detached from the balloon inside the guide catheter, prior to its placement. During removal of the device, the stent got stuck in the groin and had to call a vascular surgeon to remove it through surgery. The procedure was incomplete, only one stent was placed and the need for a second stent, which was foreseen, will be evaluated in view of this event in a future diagnostic procedure. No patient complications were reported, and the patient status was stable.

Event description:
It was reported that stent dislodgement occurred requiring a surgical intervention. The 70% stenosed target lesion was located in non-tortuous and mildly calcified left external iliac artery. A 7.0mmx19mmx150cm express vascular sd stent was advanced for treatment. However, the stent detached from the balloon inside the guide catheter, prior to its placement. During removal of the device, the stent got stuck in the groin and had to call a vascular surgeon to remove it through surgery. The procedure was incomplete, only one stent was placed and the need for a second stent, which was foreseen, will be evaluated in view of this event in a future diagnostic procedure. No patient complications were reported, and the patient status was stable.